Manufacturer narrative:
The complainant indicated that the device has been disposed at the user facility, therefore, no product return will be available. A review of the manufacturing record for this batch number shows that the device met its material, assembly and product specifications at the time of its release to distribution. It is also noted that no similar complaints have been received to date for this batch number. The most probable root cause of the reported incident could not be determined.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified mid left anterior descending (lad) artery. The maverick2 12mm x 3.0mm balloon was being used for pre-dilatation and ruptured at 6 atms. The number of inflations and to what atms is unk. The procedure was completed with a different device. No patient injuries or complications were reported. The patient's status is reported as "good".